Event description:
During a battery replacement due to normal battery depletion, when the old generator was being removed the silicone plug came out and it was also reported that the silicone plug came out of the new generator was well. The new generator was still implanted and all diagnostics values were within normal limits. The explanted generator was returned but product analysis is still underway. This report captures the silicone plug coming out for the newly implanted generator. MFR. Ref# 1644487-2022-00166 captures the silicone plug coming out for the explanted generator.